Event description:
Customer alleges that the doctor found the clip left on the pt's surface and the tube was detached from the clip. The tube fell into the pt's stomach. This incident occurred ten days after placement in the pt. The detached tube was removed from the pt endoscopically. Customer suspects that the pt may have pulled the clip unconsciously.